Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation contamination was found on several components of the ca board: j1000, u201, k2, r74, and r203. Additionally, the monitor displayed a service code 203 upon startup. The cause for the service code was isolated to the contamination on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a patient's monitor for an unrelated issue, a reportable malfunction was found.